Event description:
It was reported that during an attempted implant, the patient's existing lead was unable to fit in the connector port of the new device. The physician attempted connecting the lead twice, but to no avail. The physician decided to remove the device and replaced with a new device successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated foreign material on set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).